Event description:
It was reported via clinic notes for the patient's referral for generator replacement that the patient is tolerating the vns and the only concern is that the patient's seizure frequency has increased to daily and the patient does not experience a change in her voice when the generator goes off (indicating that she did previously with stimulation). The patient is also requesting a refill on their rescue medication due to having to use it more often. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was replaced due to prophylactic replacement. The device was reportedly discarded and therefore has not been received into analysis to date. No additional relevant information has been received to date.